Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection was performed and identified a sealed kink in the tubing beneath the chamber. The reported condition was verified. The cause was determined to be an error during the manufacturing process. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that a flo-gard IV solution administration set had tubing that was sealed. This was noticed during priming with normal saline. There was no patient involvement. No additional information is available.